Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No intervention has been performed and the device remains implanted in patient. No adverse patient effects were reported.

Manufacturer narrative:
According to the field, the device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information provided from the field indicated no intervention will be performed at this time and the device will remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.